Manufacturer narrative:
Based on the information available, the reported event involved interoperative difficulty achieving optimal alignment because of the use of a damaged device. The patient experienced a post operative dislocation which the surgeon attributed to the patient's use of muscle relaxants, rather than the device. No information was provided indicating that the device malfunction directly caused or contributed to the dislocation. Therefore, a causal relationship between the device and the reported adverse event could not be established.

Event description:
It was reported that the pinhole mechanism of the ortholock anchoring device did not move when rotated. The issue was identified intraoperatively after the pin had been placed as the device had not been inspected for damage prior to use. Despite the observed damage, the device was stabilized by pushing it into position and reinforcing it with tape, and the procedure continued. It was reported that fixation of the device loosened during the surgery, which may have caused or contributed to a misalignment of the cup positioning angle. Postoperatively, an anterior dislocation was confirmed by x ray and a non-surgical reduction was performed.